Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with battery cap damage. P-cap locked in place properly during testing. Unit passed displacement test and self test. Unit was downloaded successfully using thump software. Unit was programmed with test transmitter link ( link 3 gl3). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No transmitter anomalies were noted. Pump pair device feature connection is working properly. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. Unit received with cracked battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, scratched case and label damage (stained). In conclusion, customer allegations for transmitter anomalies were not confirm during testing. Unit and transmitter communicated properly during testing. Battery cap contact damage was confirmed due to missing metal stake and missing all contact dots. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a loss of communication issue between the transmitter and pump. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer had discontinued to use the pump and the device was returned for analysis.